Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found the table batteries depleted. The table unlocking during the time of the reported event can be attributed to the depleted table batteries. The operator manual states (pg.91), "batteries require recharging on a periodic basis depending on frequency of table usage. Low or discharged battery conditions are indicated by half filled or empty battery icon on the hand control and some or all green diode bars on power panel led display are off. Note: maximum life expectancy for a battery that has a history of proper care and charging is 4 years." The 4085 surgical table is not under a steris service contract. The user facility is responsible for all service and maintenance activities. The technician made repairs to the surgical table, tested the function and operation and confirmed it to be operating to specifications. The technician counseled user facility personnel on the importance of conducting routine preventive maintenance activities. The 4085 surgical table was returned to service, and no additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table unlocked without being commanded to do so. User facility personnel elected to proceed with the patient procedure and was completed successfully. No report of injury.